Manufacturer narrative:
Product ID 8731, serial# (B)(4); product type catheter. (B)(4).

Event description:
It was reported, the patient was hearing an alarm sound that was not like the "low reservoir sound/need a refill buzzing". It was noted it sounded more of an alarm and was a lot louder than the previous sound low reservoir sound. It was further reported the pump was explanted on the day of this report due to a motor stall related to emi (electromagnetic interference) and a stall that recovered after more than 2 hours. The pump was explanted and replaced. The patient was experiencing increased spasticity. The pump was used to deliver gablofen (baclofen). 2014 (B)(6) (e1a/rep); it was further reported, the patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. The date of the event was approximately (B)(6)/2014. It was reported the patient experienced withdrawal. The battery died 2-3 years before it should have. The dose had not been reduced and was fairly high. The doctor did not go by the new way of doing it. The pump was delivering morphine, baclofen, and one unknown drug (concentration and dose unknown). Indication for use was non-malignant pain and failed back surgery syndrome. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via saol. It was reported the patient is caucasian and was 59-year-old at the time of the event onset. On (B)(6) 2015, the patient started treatment with compounded baclofen 425 g/ml at an unknown dose. Concomitant products included alpha-lipoic acid, vitamin b12, biotin, vitamin c, coq-10, vitamin b2, vitamin d3, cytomel (liothyronine sodium), flonase (fluticasonepropionate), levoxyl (levothyroxine sodium), magnesium, maxalt (rizatriptan benzoate), milk thistle, nifedipine, nystatin/triamcinolone,ondansetron, pataday (olopatadine hydrochloride), promethazine, promethegan (promethazine), relistor (methylnaltrexone bromide),senokot, skelaxin (metaxalone), trazadone, vivelle-dot (estradiol), voltaren (diclofenac sodium), "vsl #3," wellbutrin (bupropionhydrochloride) and zenpep (pancrelipase). Medical history included non-malignant pain, chronic pain (20 years), nerve pain following laminectomy (2011). On an unreported date, she started treatment with hydromorphone 1000 g/ml at 132.3 g/day.